Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter information such as the name, phone and email address are unknown. The review of the device history (DHR) records related to the manufacturing, inspection, and packaging of lot 10694537 was performed. The DHR records indicate that the product underwent final inspection testing at lake region medical and was determined to be acceptable. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. The device has not been returned. If the device returns, a device investigation will be performed. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the enterprise® vascular reconstruction device 4.5 mm x 22 mm (enc452212 / 10694537) could not be completely deployed. The enterprise stent was withdrawn and another stent was used to complete the procedure. There was no report of any patient injury or consequence.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that during the procedure, the enterprise® vascular reconstruction device 4.5 mm x 22 mm (enc452212 / 10694537) could not be completely deployed. The enterprise stent was withdrawn, and another stent was used to complete the procedure. There was no report of any patient injury or consequence. The enterprise® vascular reconstruction device was returned for analysis. The evaluation of the returned device is documented below. Investigation summary: the non-sterile enterprise® vascular reconstruction device was received contained in a pouch. The delivery wire was visually inspected; no damage was noted on the delivery wire. The introducer and the stent were not returned for evaluation. Functional analysis could not be performed to determine the cause of the reported deployment issue related to the device due to the incomplete device returned. Lake region medical performed the device history record (DHR) review relative to the manufacturing, inspection, and packaging of lot 10694537. The DHR indicates that the product underwent final inspection testing at lake region medical and was determined to be acceptable for release. The reported issue that the enterprise® vascular reconstruction device could not be completely deployed during the procedure could not be confirmed; without the introducer and the stent, the incomplete device could not be tested. With the information provided in the complaint and the incomplete device returned that did not allow for the actual functional analysis, the reported issue could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the deployment issue could not be conclusively determined. However, it is possible that the circumstances of the procedure and/or the manipulation and interaction of the devices may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Updated sections: date rec¿d by MFR, PMA/510k, if follow-up, what type and device manufacture date. Device manufacture date: the device manufacture date has been corrected from 7/1/2016 to 6/22/2016. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The healthcare professional reported that during the stent-assisted embolization procedure of an intracranial aneurysm, the enterprise vascular reconstruction device 4.5 mm x 22 mm (enc452212/10694537) could not be completely deployed. The enterprise stent was withdrawn, there was no damage observed on the stent or stent delivery system. Another stent was used to complete the procedure. It was confirmed that the device was used per the instruction for use and the rotating hemostat valve (rhv) was opened to allow for the passage of the stent. The same rhv was used to complete the procedure. There was no report of any patient injury or consequence. The enterprise vascular reconstruction device was returned for analysis. The evaluation of the returned device is documented below. The non-sterile enterprise vascular reconstruction device was received contained in a pouch. The delivery wire was visually inspected; no damage was noted on the delivery wire. The introducer and the stent were not returned for evaluation. Functional analysis could not be performed to determine the cause of the reported deployment issue related to the device due to the incomplete device returned. Lake region medical performed the device history record (DHR) review relative to the manufacturing, inspection, and packaging of lot 10694537. The DHR indicates that the product underwent final inspection testing at lake region medical and was determined to be acceptable for release. The reported issue that the enterprise vascular reconstruction device could not be completely deployed during the procedure could not be confirmed; without the introducer and the stent, the incomplete device could not be tested. With the information provided in the complaint and the incomplete device returned that did not allow for the actual functional analysis, the reported issue could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the deployment issue could not be conclusively determined. However, it is possible that the circumstances of the procedure and/or the manipulation and interaction of the devices may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.